Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the set screw of the pacemaker had stuck on the tip of the torque wrench and failed to disconnect. The pacemaker was removed and replaced. The patient was in stable condition.